Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgery, it was observed that the motor device had low rotations per minute. There was no delay to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition could not be confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation, it was determined that the thermistor failed and the device reflected heat with a reading of 119 degrees fahrenheit, which was above the manufacturing specification of 118 degrees. It was further determined that the device had a noise reading of 85.6 decibels, which was also above the manufacturing specification of 76 decibels. It was further determined that the flex circuit potting was cracked/corroded and the drive shaft was broken. It was determined that the flex circuit was worn from normal use over time, which was consistent with a cracked flex circuit potting. It was determined that this caused the thermistor to fail. It was determined that the broken drive shaft was consistent with using excessive force while the motor was in use. It was determined that the broken drive shaft caused the noise and heat. It was determined that this was due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.